Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a loose drive support cap that was sticking out from the side of the insulin pump. Customer also had a compromised force sensor system alarm and some alarms were found in the alarm history. The customer's blood glucose did not require any medical treatment.